Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while implanting the final revive implant the broke off with the tip still threaded in. No additional information was available.

Manufacturer narrative:
Correction - d1, d2a, d2b, d3, d4 (catalog#, lot#, gtin), d9/h3, g1 (manufacturing site), h3 (reason for no evaluation), h6 (results code, conclusions code) the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that while implanting the final revive implant the broke off with the tip still threaded in. No additional information was available.